Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unknown plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery of eagle plate. It was if there was any fragment generated. The surgery was completed successfully. The patient outcome was unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown) hexlobe driver, poly screw x15 (part# 2770-20-030, lot# unknown, quantity unknown) this complaint involves one (1) device. This report is for (1) unknown plates. This report is 1 of 1 (B)(4).